Manufacturer narrative:
Batch review performed on 25-aug-2022: lot 153416: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-09-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 6 years and 5 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.